Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery fault) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Event description:
The son of a (B)(6) male pt contacted zoll lifecor customer support to report that the battery in the charger is saying there is a battery problem. The pt was provided with a replacement battery pack.